Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery. While performing a percutaneous coronary intervention ,the guidezilla¿ was unable to cross the lesion. Upon removal, the tip of the guidezilla device detached, between the proximal marker and the metal part of the device, inside the unspecified guiding catheter. The procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is good.